Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component code, device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon separated at I/c bond, balloon spring unraveled and crimped valve and inflation balloon stuck in sheath valves. Crimped valve moved distally towards inflation balloon. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the provided imagery. A review of DHR and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, the valve did not advance, it got stuck in the sheath valves. There were difficulties during withdrawal and the devices were damaged when trying to remove the valve through the introducer. The valve got dislodge from the delivery system and the valve got stuck inside the esheath''. Per evaluation of the provided imagery, the balloon was found torn and separated at I/c bond. The balloon spring was unraveled, and the crimped valve was stuck and moved distally towards the inflation balloon. Per training manual, ''withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position''. In this case, it is possible that the delivery system with crimped thv was withdrawn through sheath hub seals with resistance, and during retrieval through sheath the valve shifted distally from the delivery system due to interaction with the sheath hub hemostatic seals. To overcome this resistance, the user could apply excessive manipulation, leading to I/c bond tear and consequently to the reported distal tip separation. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the balloon torn and tip separation, while user error (not retrieving devices as single unit) may have contributed to the thv moved on balloon. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the valve did not advance and got stuck in the sheath valves. The device was damaged when trying to remove the valve through the introducer. Another kit was used, and the valve was successfully implanted. As per images provided, balloon torn, and distal tip separated were observed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.